Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by MFR: the express balloon was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination showed the balloon had a rupture. Microscopic examination revealed that the balloon had a rupture at 30mm from the tip and the balloon was unable to inflate to deploy the stent.

Event description:
Reportable based on device analysis completed on 17nov2025. It was reported that failure to deployed occurred. The target lesion was located in the right renal artery. A 6.0mmx18mmx150cm express vascular sd 1as selected for use. During the procedure, it was noted that the stent could not be deployed after crossing the target lesion and connected to the pressure pump. The procedure was completed with another of the same device and there were no patient complications as a result of this event. However, returned device analysis revealed a balloon rupture.